Event description:
Ethicon endo-surgery, llc ligaclip 10-m/l 10 mm endoscopic rotating multiple ;clip applier ref er320 misfired laparoscopically. Clip ejected sideways. Surgeon reports difficulty loading devise with other clips used that day. Clip was removed from patient.